Event description:
Hurt my hand while trying to remove braun/oral-b/crest's smartguide display cover. Also used scissors to press down on a tab, but that didn't work (the scissors had a small enough point because the tab is very small - much smaller than a finger). They have no instructions on how to do this in the user's manual or on their dvd enclosed with the product or even on their website. They do have a small, indecipherable drawing with 2 arrows labeled 1 and 2, but nothing in the text that references 1 and 2. I have also spent over 2 hours on (B)(6) looking for videos that show me how to insert the batteries - all to no avail. It is inexcusable that this company will make all sort of videos and instructions on selling this product and telling you the obvious things (how to turn it on, hold it, etc.) But won't tell you how to set up the toothbrush. Retailer: my dentist's office. Purchase date: (B)(6) 2012. Cpsc document number: (B)(4). Report number: (B)(4).